Event description:
Procedure type: stress urinary incontinence. According to the reporter, the patient alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. According to the reporter: the patient alleged injury. Reason for mesh implantation: stress-type urinary incontinence. Procedure (s) performed: bladder suspension and cystoscopy. (B)(6) 2004: underwent bladder suspension (tyco ivs tunneller) and cystoscopy under general anesthesia. Complications post implant: (B)(6) 2005: rule out cuff erosion from previous sling. Date of interventional surgery: (B)(6) 2005: underwent cystoscopy and exam under anesthesia for rule out cuff erosion from previous sling under general anesthesia. Complications post interventional surgery: not available (B)(6) 2007: discharge. 1st mesh revision (gynecare gynemesh) surgery: (B)(6) 2007: excision of exposed mesh. Anterior vaginal repair. Cystoscopy. Vaginoscopy for exposed vaginal mesh in the anterior vaginal wall under general anesthesia. Second mesh revision (ivs tunneller) surgery: (B)(6) 2010: dilation and curettage. Removal of exposed sling material for post menopausal bleeding. Exposed sling material under adequate general anesthesia.